Manufacturer narrative:
(B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 6c29, that has a similar product distributed in the us, list number 6l27. An evaluation is in process.

Event description:
The customer observed a (B)(6) result generated using the architect havab-igg reagents. The following data was provided for multiple samples from one patient (s/co). (B)(6). No impact to patient management was reported.

Manufacturer narrative:
Investigation of the customer issue included a review of the complaint text, a search for similar complaints, a device history review, a review of labeling, testing of returned patient samples and specificity testing. No adverse trend was identified for the customer's issue. No non-conformances or deviations were found for the likely cause lot. Labeling was reviewed and found to be adequate. Tests were performed using in-house retained kits of lot 63317li00 stored at the recommended storage condition. The likely cause lot 56572li00 expired on april 14, 2016 and was not used for evaluation. Two of the three patient samples were available for return. Sample ID (B)(6) evaluation showed (B)(6) results when tested using architect havab igg reagents and (B)(6) results using other methods, including biorad monolisatm, total anti hav plus, and vidas anti-hav total; indicating the sample is a (B)(6). Sample ID (B)(6) evaluation showed (B)(6) results when tested using architect havab igg reagents and (B)(6) results using other methods, including biorad monolisatm, total anti hav plus, and vidas anti-hav total, indicating the sample is not a (B)(6). Clinical specificity testing of negative control and positive control replicates was performed using in-house retained kits of lot 63317li00 stored at the recommended storage condition. Specificity testing met all specifications. Based on all available information and abbott diagnostics complaint investigation, the assay performed as intended and no product deficiency was identified. Correction to patient identification samples: the samples referred to as (B)(6) should be labeled as 1(B)(6), where the last character is the number five not the letters. The error was identified when the specimens were received from the customer for evaluation.